Event description:
Spontaneous report from (B)(6). Local reference: (B)(4). This initial non-serious case report was received on (B)(6) 2022 from healthcare professional via local partner by email. Description of the incident (narrative): the report described device disassembly and cannula breakage with the suspected medical device ultra safety plus twist (with handle) in un unknown patient for an unknown procedure. No further information was available regarding patients. On an unknown date, the dentist reported that while giving a lingual extraligamentary infiltration the barrel disengaged + flow up. This fractured the needle at the hub. The needle was embedded in the pdl and was removed with leeching tweezers, protecting the airway with gorse. It was reported that before injection, the handle was inserted and twisted and that the protective sheath was pull back into the handle. The injection deviced was not reloaded. No other information was available. Other information on product: batch number and expiry date of the suspected medical device usp twist injection device (part a) and ultra safety plus twist part b (sterile white handle) was not reported. The case is considered serious for the condition "other medically important condition". Manufacturer's preliminary comments: based on the first information available, the report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to cannula breakage. Usp twist has a unique lock-system that should reduce the risk of dismantling of the device. If not correctly locked by twisting the device before use as mentioned in the instructions for use (IFU), so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device are not properly locked and may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. Regarding cannula breakage, a possible root cause can be device disassembly, excessive pressure, sudden movement during the procedure or pre-bending of the cannula. However, pending quality investigations and/or additional information, no root cause could be determined but a possible misuse is to consider. Based on the preliminary analysis, pending quality investigation results and/or additional information, no CAPA is required.

Event description:
Spontaneous report from united kingdom. Local reference: (B)(4). This initial non-serious case report was received on 02-dec-2022 from healthcare professional via local partner by email. Follow-up #1 was received on 21-feb-2023 from quality department by email. Description of the incident (narrative): the report described device disassembly and cannula breakage with the suspected medical device ultra safety plus twist (with handle) in unknown patient for an unknown procedure. No further information was available regarding patients. On an unknown date, the dentist reported that while giving a lingual extraligamentary infiltration the barrel disengaged + flow up. This fractured the needle at the hub. The needle was embedded in the pdl and was removed with leeching tweezers, protecting the airway with gorse. It was reported that before injection, the handle was inserted and twisted and that the protective sheath was pull back into the handle. The injection device was not reloaded. No other information was available. Other information on product: batch number and expiry date of the suspected medical device usp twist injection device (part a) and ultra safety plus twist part b (sterile white handle) was not reported. The case is considered serious for the condition "other medically important condition". Manufacturer's preliminary comments: based on the first information available, the report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to cannula breakage. Usp twist has a unique lock-system that should reduce the risk of dismantling of the device. If not correctly locked by twisting the device before use as mentioned in the instructions for use (IFU), so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device are not properly locked and may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. Regarding cannula breakage, a possible root cause can be device disassembly, excessive pressure, sudden movement during the procedure or pre-bending of the cannula. However, pending quality investigations and/or additional information, no root cause could be determined but a possible misuse is to consider. Based on the preliminary analysis, pending quality investigation results and/or additional information, no CAPA is required.